Event description:
It was reported that six patients had dysfunctional venous accesses due to extravasation. Multiple punctures, changes of venous accesses, and cases of phlebitis increased. A specialist performed a technical demonstration with the device to the personnel and did a revision round with the patient safety manager. No further information is known.

Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample photo was received for evaluation. Visual inspection found potential product defects are not visible. No functional testing could be performed as no samples were received. The reported issue could not be confirmed per picture provided for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation.